Event description:
It was reported that burr fractured. The target lesion was located in the severely calcified distal to mid-section of left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, the burr fractured and was simply pulled out from the patient's body. The procedure was completed with this device. No complications reported and patient is stable.

Event description:
It was reported that burr fractured. The target lesion was located in the severely calcified distal to mid-section of left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, the burr fractured and was simply pulled out from the patient's body. The procedure was completed with this device. No complications reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the coil is stretched and prolapsed inside the housing. There are circular wear marks on the sheath at the prolapse area. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.